Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-04053. It was reported the patient experienced ineffective stimulation. As a result, all contacts on the t12 lead had high impedances. Reprogramming was unsuccessful. In turn an additional lead was added which resolved the issue. Effective stimulation was restored post operatively.

Manufacturer narrative:
Additional information gathered, the explant date was excluded in the initial report. This report contain missing data.

Event description:
Device 1 of 2 : reference MFR. Report# 1627487-2018-04053. Additional information received, identified during the explant procedure the lead located at the t11 vertebral level was explanted and a replacement lead was implanted at the l2 vertebral level. Effective therapy was established post operatively.